Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed via session records. The patient has an ICD and a pacemaker implanted. It was noted that the ICD exhibited oversensing from the pacing behavior of the pacemaker and they are causing a rate mismatch between the near-field rate and the far-field rate. The patient was asymptomatic and has not had any adverse events. Programming changes were made.